Event description:
On 05-jan-2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8737-24 cannulated countersink broke during a knee arthroscopy procedure. It was reported that at the moment of drilling, the drill broke inside the patient's joint, and all fragments of the drill were removed. The instrument technician reported that the drill likely came into contact with another screw that was already inserted in the patient. The patient's bone quality was reported as hard. The case was completed successfully with a second drill that was available and no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.